Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus korea. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the issue was not reproduced by olympus korea, it was assumed that there was no abnormality in the subject device and there was a problem in any of the devices other than the subject device (endoscope, light source and/or digital light source cable). If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon could not be duplicated and the locking lever of the video connector socket was loose. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the scope communication error b30 occurred. There was no report of patient injury associated with the event.